Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported surgeon fractured attune ps femoral trial size 5 right while impacting on patient. No debris from trial fracture was created. We moved forward with trialing and no surgical time was lost. No broken pieces of instrumentation left in patient.

Manufacturer narrative:
(B)(4). Investigation summary ==> examination of the returned device confirms the reported event of trial damage. The root cause is attributed to user technique and/or misuse. The damage suggests the trial was pryed or otherwise inappropriately removed during trialing. Dra-004111 was performed by commercialized product development on the attune femoral trial family and concluded there are no design improvements, protective measures or information for safety that would definitely reduce the risks associated with these complaints without potentially increasing/adding other risks. No further work required. Continue to monitor via sep-419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.